Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The customer attempted to reset the pump following a malfunction alert, but the issue persisted, and access to the pump was not possible. Consequently, the device is being returned, and a replacement pump with a new serial number has been arranged. No further details regarding the customer's outcome were provided.